Event description:
Customer opened a 7-8mm ezloc and found a 9-10mm in sterile package. Product was not implanted. A separate lot number of 7-8mm ezloc's was used to complete the case. Surgery was not extended.

Manufacturer narrative:
Device not returned for evaluation. H6- a review of the device history records on a pending issue for a 9-10mm ezloc ref MDR# 2027970-2008-0004, revealed that two sizes were switched during manufacturing.